Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected stable but low r-wave amplitude values at a 3 millivolt (mv) range. Technical services (ts) recommended verifying system placement with available x-ray imaging. It was also recommended that the patient is checked for any underlying clinical condition that could be worsening. Ventricular fibrillation (vf) induction testing was performed, and the time to therapy was around 15 seconds. In two occasions there was an under-detected beat due to high-low amplitude variability present during the induced tachyarrhythmia. However, neither created a delay in shock delivery. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.